Manufacturer narrative:
Patient's physician was listed as dr. (B)(6). The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in hospital for telemetry. Noise reversions and pauses were observed on the right ventricular lead and premature ventricular contractions were present. The noise was reproducible with isometric testing. Programming changes were attempted but the pauses were still present. The lead was capped (B)(6) 2019 and replaced. The patient was stable.